Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a high-energy treatment device (such as a laser or high-frequency device) was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: instruction manual gif-h290t operation chapter 3 preparation and inspection: 3.3 inspection of endoscope: inspection of entire endoscope and instruction manual gif-h290t operation chapter 4 usage: 4.3 use of procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope had a burnt plastic distal end cover. There was no patient involvement.